Event description:
The customer reported via phone call that a failed battery test alarm occurred on the insulin pump. Customer stated they have inserted a new battery, but the alarm persisted. The customer's blood glucose was 159 mg/dl. The customer stated they have tried a replacement battery cap, but the failed battery test alarm persisted. Customer later reported they were able to clear the alarm with a new battery. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. The insulin pump was received with cracked case at battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.